Manufacturer narrative:
The device was returned to olympus for inspection and the reported issue was confirmed. The cutting wire was broken and the coated portion of the cutting wire was torn. The broken portion was scorched and melted. Additionally, the investigation found that the covering of the knife wire had peeled and was dislodged. Based on the results of the investigation, a definitive root cause could not be determined for either event. In regards to the broken wire, it is likely the following occured: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above in number 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point and resulted in the cutting wire breaking. A likely factor causing tears of the coated portion of the cutting wire might be the following: it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire was then possibly rubbed due to the effect of contacting a metal area of the endoscope. In regard to the second event, the knife wire had peeled and was dislodged, it is likely some kind of force was applied to the coated portion of the cutting wire when the device was withdrawn from the endoscope after the coated portion of the cutting wire was torn. This might have caused the coated portion of the cutting wire to detach from the cutting wire, and as a result, the coated portion was partially missing. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the knife wire on the sphincterotome broke during the first output. The event occurred during a therapeutic endoscopic sphincterotomy. There was no delay and the procedure was completed using another device. There was no patient harm.